Event description:
The dealer states, the customer tilted the chair back and it wouldn't come forward; the dealer states that he isn't sure how the customer damaged the harness. He states he hasn't taken it off of the chair yet.